Event description:
The pt reported: "I have had pain and heartburn since I got my lap-band. The pain goes from under both arms all the way around my back. I have heartburn off and on." Follow up findings from the pt reveal: "I had abcess behind my band. He removed my band and my port. I was in the hospital x 4 days with antibiotic IV's, and I came home with atb therapy by mouth."

Manufacturer narrative:
Taper type ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Pain and infection are a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the pressure of infection or contamination removal of the device is indicated." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."